Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that they were having issues with calibration on the unicel dxc 600i synchron access clinical system. Customer reported that the ion selective electrode module was leaking. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found vacuum line 15 fitting was plugged. The fse flushed line 15. The fse verified the repair was performed per established procedures.